Event description:
It was reported that the device was found in backup vvi mode. The issue was resolved by reprogramming the settings and the patient condition was well after the event. Patient also have a hearmate implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.